Manufacturer narrative:
Evaluation results: results : visual inspection of the returned product showed that part of the lens optic and haptic were torn off and missing. Complaints of this nature are being investigated.

Event description:
The surgeon attempted to implant an aa4203tl toric silicone lens. The lens tore prior to insertion into the eye. No pt contact. The iol injector and iol injection cartridge, model and lot numbers unknown.